Manufacturer narrative:
It was reported that the patient underwent exploratory laparotomy with bso, extensive pelvic adhesiolysis and intestinal adhesiolysis on (B)(6) 2007 due to bilateral cystic adnexal masses, pelvic pain, abdominal pain, hx of extensive adhesions and multiple intra-abdominal and pelvic surgeries, intractable diarrhea and findings of benign bilateral adnexal cystic masses densely adhesed to peritoneal surfaces, the rectosigmoid portion of the bowel, and extensive small and large intestinal adhesions. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and a mesh and ams perigee were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2005, the patient had placation of levator ani musculature, posterior colporrhaphy, vaginal vault suspension due to enterocele; vaginal vault prolapse; perineal descent syndrome. It was reported that the patient underwent mesh removal/revision concurrently transvaginal anterior colporrhaphy with placement of perigee mesh; exploratory laparotomy; lysis of adhesions; ventral and parastomal hernia repair on 9/15/2008 due to cystocele, enterocele repair, update ventral hernia repair, and stomal hernia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 03/11/2019. Additional narrative: it was reported that the patient underwent a removal of the mesh on (B)(6) 2018.